Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Product was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via product. The probable cause could not be determined via product.¿ no injury or medical intervention was reported.